Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it alarming for "system fault" and continuously rebooting by itself was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board.

Event description:
It was reported to ventec that the device alarmed for "system fault" and continuously rebooted. There was no patient involvement associated with the reported event.